Event description:
It was reported that the asymptomatic patient presented in clinic upon receiving vibratory alert due to the implantable cardioverter defibrillator post paced t wave oversensing on the right ventricular channel. The patient did not receive therapy during oversensing. The oversensing was noted on stored electrogram. Programming modifications were discussed. No intervention was reported.